Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two prostyle devices using the pre-close technique via a 6f sheath prior to a left atrial appendage closure interventional procedure. Reportedly, the sutures of the first prostyle device were deployed successfully; however, when attempting to remove the device from the patient anatomy, it became stuck. The physician rotated the prostyle device and the device was able to be removed. The sutures of the second prostyle device deployed successfully; however, when the plunger was removed and the sutures were cut with the quick cut, the blue rail suture became stuck in the quick cut slit. The physician was able to pull the suture out of the slit. The sheath was upsized to a 12f and the left atrial appendage closure procedure was completed. The pre-placed sutures from both of the prostyle device were able to be used and hemostasis was successfully achieved. There was no reported adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the filing of the initial medwatch report additional information was received. It was reported that suture placement in the right common femoral vein was attempted with two prostyle devices using the pre-close technique via a 6f sheath prior to a left atrial appendage closure interventional procedure. Reportedly, the sutures of the first prostyle device were deployed successfully; however, when attempting to remove the device from the patient anatomy, it became stuck. The physician rotated the prostyle device and the device was able to be removed. The sutures of the second prostyle device deployed successfully; however, when the plunger was removed and the sutures were cut with the quick cut, the blue rail suture became stuck at of the top of the body of the device where both halves (anterior/posterior handle body halves) of the device come together. The physician was able to pull the suture out of the slit. The sheath was upsized to a 12f and the atrial appendage closure procedure was completed. The pre-placed sutures from both of the prostyle device were able to be used and hemostasis was successfully achieved. There was no reported adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to remove the device could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to difficulty removing the device, include, but not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.